Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient reported they needed to change the strength on the stimulator but when they turned the controller on it said it was enrolled but there was a complaint and connectivity issue. The caller stated that they had been having issues with not urinating. The agent walked the caller through the steps of connecting to handset and adjusting the stim to a comfortable level. The troubleshooting steps that were taken resolved the issue. Caller will track and monitor , and make adjustments as needed.

Manufacturer narrative:
B2: retention medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.